Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the cgm and the bg meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was asymptomatic but began receiving "low" alerts from their cgm. In response, the patient's spouse administered sugar and juice in an attempt to raise the glucose levels. Despite these interventions, the cgm readings remained "low." A bg test could not be performed at home due to a misplaced meter. Without administering any medication or further treatment at home, the spouse transported the patient to the emergency room at mercy health hospital for evaluation. Upon arrival, the patient continued to report no symptoms. However, a bg test conducted at the ER revealed a glucose level exceeding 500 mg/dl, while the cgm continued to display "low." The patient was treated with IV fluids and insulin injections, including humalog (10 units) and lantus (24 units). He remained in the hospital until stabilized. Although the exact duration of the ER stay is unclear, the patient was discharged the same day and reported feeling well upon returning home. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.